Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the needle does not retract and protrudes form the protective cap of the fastclix device. No adverse event reported. Requested return of the alleged lancet device for evaluation.